Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right ptosis. Manufacturers reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with a 375cc mentor smooth round moderate profile on both sides and experienced left side breast implant deflation, left rippling, and bilateral ptosis postoperatively diagnosed after physical exam. As a result, the patient is scheduled for bilateral explantation and replacement with mentor gel devices on (B)(6) 2021. This medwatch report is for the patients right-sided device.